Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) during the load process. It was reported that the customer got the pump wet prior to the alarm. Customer's blood glucose level was not impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.